Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the reducer was rotated, the parts fell apart. Another device was used. No unanticipated bleeding occurred. Nothing fell into the patient cavity. No tissue damage occurred. Operative time was not extended more than 30 minutes. No patient injury reported.